Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a falsely elevated sodium result generated on the architect (B)(6) processing module for one patient sample. The following data was provided: initial sodium result = 180 meq/l (meq/l is equivalent to mmol/l) repeat sodium result = 139 meq/l the customer repeated the sample 5 times and results were reproduced well and correlated. The approximate reference (normal) range: 136 to 145 mmol/l. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated sodium result generated on the architect c16000 processing module for one patient sample. The following data was provided: initial sodium result = 180 meq/l (meq/l is equivalent to mmol/l). Repeat sodium result = 139 meq/l. The customer repeated the sample 5 times and results were reproduced well and correlated. The approximate reference (normal) range: 136 to 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the 1ml syringe, resolving the issue. Issue resolution was verified by successful qc runs and no additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends. A review of tracking and trending for the 1ml syringe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 for serial (B)(6) or the 1ml syringe were identified.